Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was not vibrating. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the insulin pump does not vibrate but was giving alerts. The customer was advised to perform a self test and pump did not vibrate during the vibrate test. The customer was advised pump will be replaced and request will be sent to the local office. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump unable to vibrate due to broken vibrator black wire. Pump passed displacement test and failed self test. Test.